Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on the bunm reagent kit. No injury was reported for this event.

Manufacturer narrative:
A replacement was sent to the customer.